Event description:
It was reported that during removal of the versacore guide wire from the packaging hoop, it was noted to be broken [stretched] at the junction/transition between the floppy and the more stiff section of the wire. The device was not used on the patient. No additional information was provided. Returned device analysis noted that the core of the guide wire was separated from the tip ball with the coils still intact.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned guide wire confirmed that the core was separated from the tip ball. The tip ball and coils were still intact. The scanning electron microscopy (sem) analysis results suggest that the core failure may be attributed to ductile overload. In this case, based on the reported information, it is likely that mishandling during removal from the dispenser coil or during preparation contributed to the stretched tip coils and separation, as there was blood noted on the tip. A review of the lot history record for the reported lot revealed no nonconforming material records. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency.